Manufacturer narrative:
Correction: manufacturer report 2938836-2015-03161, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that an alert was received via remote transmission showing that the device was in eri. Premature battery depletion was suspected. Device is scheduled to be replaced.